Event description:
Customer reported experiencing recurring occlusion alarms over the course of approximately three months. As a result, the customer's blood glucose levels were displayed as "high," no specific value provided. To address the issue, the customer administered correction injections and boluses using both manual delivery and the pump itself, without needing third-party assistance. Additionally, the customer changed the infusion set and cartridge to address the occlusion alarms before resuming insulin therapy.